Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.

Event description:
The catheter was put in on (B)(6) 2010, but on (B)(6) 2011, the tube was blocked.